Event description:
It was reported while using bd facslyric¿ carryover in some samples occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the lab reported that it has observed carryover in some samples. The lab will send us the data to start the investigation. Additionally, the customer provided the following additional information: after these surveys, no carryover was found in the equipment and we have a suggestion for improving and guaranteeing the performance of the equipment.

Manufacturer narrative:
After further review MFR# 2916837-2021-00211 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric¿ carryover in some samples occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the lab reported that it has observed carryover in some samples. The lab will send us the data to start the investigation. Additionally, the customer provided the following additional information: after these surveys, no carryover was found in the equipment and we have a suggestion for improving and guaranteeing the performance of the equipment.